Manufacturer narrative:
Evaluation summary: the reported condition of failure code 570:320:844:0000 was confirmed. Inspection of the device found that this failure code was caused by depleted batteries. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported a pump with failure code 570:320:844:0000. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.